Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturing representative called tech support and tech regarding the inability to advance the lead into the battery and tech support noted that other manufacturing representatives had similar issues in the field.